Event description:
Account executive of home patient reported home patient's six week old transfer set cracked at the twist clamp resulting in a leak. Rn reported home patient was diagnosed with peritonitis on 11/2/98 and was treated with 60 mgs gentamicin and 500 mgs kefzol x 21 days as an outpatient. Per rn home patient's transfer set was changed.